Manufacturer narrative:
Device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (charger resets) has been confirmed. Upon investigation the battery charger/modem was resetting. The cause for the failure was isolated to an open crystal oscillator on the bedside pca. The root cause for the defective oscillator could not be positively identified. No adverse events occurred as a result of the defective charger.

Event description:
(B)(6) 2020 : resubmitting this MDR as part of an internal audit where the electronic 3500a pdf form was located, and acknowledgements 1, 2, and 3 could not be located. A us distributor reported that a battery charger was resetting.